Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had a problem. The ipp was explanted and replaced. No additional information was provided.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had a problem. The ipp was explanted and replaced. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. The first cylinder had a hole and tool marks in the proximal end of the cylinder from sharp instrument. The first cylinder had broken fabric threads from sharp instrument in the proximal end of the cylinder. The first cylinder had a leak from the hole caused by the sharp instrument. The second cylinder passed the visual inspection. No damage or abnormalities were found. No leaks were found in the second cylinder. The ms pump was microscopically inspected, leak and functionally tested. The ms pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the ms pump. The ms pump did not pass the activation test 3. The spherical reservoir was microscopically inspected and tested for leaks. The reservoir passed both visual inspection and leakage test. Based on the information available and analysis results, the reason for the mechanical issue was most likely determined to be the ms pump not passing the activation test 3. The sharp instrument damage to the cylinders most likely occurred during the explant surgery and is considered a secondary failure. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had a problem. The ipp was explanted and replaced. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.